Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and the receiver. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed, however, pairing testing was performed and the test failed. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.